Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs lead was dislocated. Consequently, surgical intervention was taken and the physician relocated the lead. The revision was successful and the patient was fine and stable postoperative.